Event description:
Uneventfully, a PICC was placed in the patient. While cleaning up the equipment and disposing of the sharps after the procedure, it was noted that the safety device on the introducer needle had not activated.